Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to perform several actions, including tightening the t:lock and delivering boluses, which eventually led to resolving the alarms. The customer was advised to replace supplies as necessary and resume insulin.